Event description:
The customer observed low qc results for ckmb. No pt samples were processed. This event is consistent with a malfunction that could have caused biased results to be reported. There was no report of pt harm as a result of this event.